Event description:
Caller reported experiencing cartridge alarm 20 on multiple days. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. As a result, the customer was instructed by technical support to switch to multiple daily injections as a backup therapy. The defective pump was replaced with one featuring updated software, and the customer acknowledged instructions for returning the faulty device using a pre-paid label. Training for the new pump was made available through the customer¿s tandem source account.